Event description:
It was reported that after a brain biopsy case, when cleaning the or room and warmer, the drape was lifted and some fluid was noted in the basin of the warmer. Staff emptied and dried the drape and refilled the drape with water and were able to identify a pinpoint sized hole near the center of the drape. No patient injury, infection or complications were reported.